Event description:
Customer reported via phone, the battery cap shifted and he was unable to install it back on the insulin pump. Customer does not recall blood glucose level but it was probably high. Customer stated the battery compartment threads were chipped and the cap does not screw in correctly. Customer is unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. Full drive system test was not performed. No chips were noted on the inside of the battery tube. The battery cap was stripped. The device had minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.